Event description:
It was reported that the patient reported the implantable cardiac monitor moves and flip when lying on the patient's side. The icm remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).